Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot secure cutter" was confirmed. Reliability engineering determined that the device had a damaged locking mechanism and would not secure the cutter. The most likely cause of locking mechanism damage is usage issues (power braking), as well as cleaning and maintenance issues. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from canada stating that they could not secure the cutter on the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.